Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was overheating, however was not able to replicate the customer comment that the device automatically would power down. It was also confirmed that the power cord bay was broken, and it was noted that the upper handle cover was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the programmer automatically powered-down three times during interrogation of a patient. It was also reported that the programmer was unable to power-on, and was believed to be due to overheating. Furthermore, the back cord compartment door was broken. The programmer has been returned for repair. No patient complications have been reported as a result of this event.